Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 1 matrix drawer 7 failed to register as closed. A field service engineer (fse) ran diagnostics and confirmed the issue. The fse replaced the open/close sensor, and although the drawer initially functioned, it failed again on the third attempt. The fse then replaced the control board, latch sensor, solenoid, and another open/close sensor. Despite these replacements, the issue persisted. A new drawer was ordered and installed. After the repair, the system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 7 did not open and became unrecoverable. The customer reported that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.